Manufacturer narrative:
Update d9. H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode of difficulty withdrawing the delivery catheter after deployment could not be confirmed by the engineering or imaging evaluation. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The engineering evaluation observed the returned device was fully deployed with the deployment knob and line returned separated from the hub; no endoprosthesis was returned. The imaging evaluation identified a viabahn stent with a balloon that appears to fully expand the stent. This is consistent with the reported successful deployment and full expansion of the device. A root cause for the failure mode could not be established with the available information or evaluations.

Event description:
It was reported to gore that a patient was to be implanted with gore® viabahn® endoprosthesis with heparin bioactive surface to treat av- shunt stenosis. However, the delivery system became stuck when removing out of patient. The physician utilized a balloon to expand the stent at the distal end. Then the delivery system was removed smoothly. The physician successfully completed the surgery.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.